Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unknown amount of time. The pump regained connection. There was no reported adverse effect to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.